Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm from his insulin pump and the insulin pump had a blank display. The customer's blood glucose level was 90 mg/dl. Standard troubleshooting was performed. The insulin pump was able to complete the rewind sequence. The insulin pump's display returned after a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Unit had minor scratched lcd window and cracked reservoir tube lip.